Event description:
It was reported that the keypad buttons were intermittently unresponsive. The patient reported that the down arrow keypad button has required several presses to obtain a response for the past month. She noted that the keypad buttons still bounce and spring back when pressed. The patient confirmed that the keypad is intact; denied exposing the pump to water and cleaning products; and stated that she wears the pump clipped to her pants.

Manufacturer narrative:
Device manufacture date 03/2009. The pump was returned to animas for evaluation. The keypad was found to be intact; no peeling or lifting was observed. Evaluation confirmed that the down arrow keypad button is intermittently responsive. There was evidence of keypad adhesive found under all button key contacts. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.